Event description:
It was reported that on literature review clinical outcomes following medial meniscus posterior root repairs: a minimum of 5-year follow-up study", 1 patient sustained arthrofibrosis with limited range of motion after a modified mason-allen suture (f-mma) and two simple stitches (tss) surgery using a fast fix device and a ultratape suture. The event was resolved with arthroscopic debridement. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Okazaki, y., sugiu, k., kamatsuki, y., tamura, m., kawada, k., hasegawa, t., & furumatsu, t. (2025). Clinical outcomes following medial meniscus posterior root repairs: a minimum of 5-year follow-up study. Journal of experimental orthopaedics, 12(2), e70262.

Manufacturer narrative:
H11: h2: corrected data on attachments. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, instruction for use review, and risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that per case details, no further information is available. In the absence of clinically relevant patient-specific supporting documentation, clinical factors which could have contributed to the reported adverse event could not be definitively concluded, and a causal relationship to the reported event could not be established with the information provided. The images and documents/referenced in the article have been interpreted within the text. Therefore, further interpretation of the provided images is not required. Results in the article concluded that both f-mma and tss pullout repairs yielded satisfactory clinical outcomes in patients with mmprt. The patient impact beyond the reported events could not be determined. No further medical assessment is warranted. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.